Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient was to implant with gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat arteriovenous fistula (avf). The physician advanced viabahn device to the intended position and prepared for deployment. After pulling the deployment line approximately 10 centimeters, the physician felt significant resistance and deployment line stuck. It could not be pulled out further. Therefore, the physician decided to replace it with another viabahn device of same size successfully. The patient experienced no adverse reactions post-procedure.

Manufacturer narrative:
Add d9. H6: c19 - the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported failure mode, related to partial deployment due to a stuck deployment line, was consistent with the engineering evaluation findings of the deployment line having been pulled approximately 6.9 cm and with unsuccessful deployment from the knob or with traction at the endoprosthesis. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, and/or anatomical interactions. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode.